Event description:
Customer reported, she has experienced some swings in her blood glucose. Customer stated that it has gotten better with insulin pump therapy. Customer stated that when using manual injections, her blood glucose ranged from 26 to 500 mg/dl throughout the day. Now with insulin pump therapy she is between 42 and 430 mg/dl but she hasn't seen many in the 400 mg/dl range. The highs are usually due to something she ate or an infection. Customer declined to troubleshoot. She stated, she has talked to her trainer and they have made some adjustments to her settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.